Event description:
During the preventive maintenance (pm) performed at the customer site, the thermogard console (B)(4) started to work in run mode without the "air trap" being installed in the air trap holder. No patient involvement.

Manufacturer narrative:
The reported event of "the thermogard console (B)(4) started to work in run mode without the "air trap" being installed in the air trap holder and the system didn't generate an air trap warning message or any error code while removing the air trap" was confirmed during the functional testing. The root cause was determined to be a defective air trap sensor block with the board due to a possible overflow of fluid into the air trap chamber, as indicated by the presence of dried saline traces on the air trap sensor block. There was no history of start-up kit (suk) leak complaints reported by this customer. No physical damage was observed on the thermogard console during visual inspection. The event log review showed no significant discrepancies. The thermogard console functioned out of specification during the functional test. The thermogard console performed in run mode without the "air trap" being installed in the air trap holder and when the air trap was removed, the ivtm system continue to be in run mode without generating an alarm or error. Observed dried saline traces on the air trap sensor board. The defective air trap sensor block with the board was replaced to remedy the issue. Following service, the thermogard console passed all the testing without any issue or fault. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the thermogard console with (B)(4). (B)(6) was reported on (B)(6) 2019, and the air trap sensor block with the board was replaced.